Manufacturer narrative:
(Device manufacture date) was corrected. The reported complaint of "the autopulse platform (sn: (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and based on the archive data review. The root cause of the ua45 error was due to the driveshaft not to be at "home" position, most likely attributed to unintended user error. The reported complaint of "it was noted that the driveshaft would not turn," and "the user suspected broken metal piece inside the autopulse platform" was not confirmed during the functional testing. The driveshaft was able to be adjusted to "home" position with no issues and no broken pieces were found inside the returned autopulse platform. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data review indicated multiple user advisory (ua) 45 error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. During further functional testing, the drivetrain motor brake gap was observed loose, out of specification, unrelated to the reported complaint. The brake gap was adjusted to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During training, the autopulse platform (sn: (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. It was noted that the driveshaft would not turn. The user attempted to adjust the driveshaft to "home" position several times, but the attempts were unsuccessful. The user suspected broken metal piece inside the autopulse platform. No patient involvement.